Event description:
It was reported when using the pyxis medstation es system had missing cubies on drawer map and failed to recover. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the missing cubie pockets. A field service engineer tested in hardware testing application and was able to pop out the missing cubies, thus resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.